Event description:
A healthcare professional reported an article titled "digital versus manual axis marking for toric phakic intraocular lens alignment: a prospective randomized intraindividual trial". The article states that following an implantable collamer lens (icl) implantation procedure, patient's experienced "one singular case of icl rotation, necessitated by an axial misalignment of 10°, was recorded 8 months post-implantation in the digital marking group. This intervention resulted in an improvement of udva from logarithm of the minimum angle of resolution (logmar) 0.1 to logmar -0.1, with subsequent stability in icl rotation." Cause of the event was reported as unknown. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
A4-a6: unk manufacture narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4)